Manufacturer narrative:
A supplemental report is being submitted for correction on the additional device: correction of additional products: correction d4: expiration date: from 31-dec-2020 to 30-sep-2020 / serial or lot#: from (B)(6) correction UDI #: (B)(4) correction h4: mfg date: from 10-dec-2019 to 19-sep-2019 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the controller were not returned for evaluation. Log file analysis revealed two (2) electrical fault alarms logged on (B)(6) 2020 at 20:52:41 and 20:56:54 that were due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Additionally, a high watt alarm was logged at 20:52:43, likely due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 20:59:27 due to open phases on both stators; the alarm cleared at 20:59:31, after which an electrical fault alarm was logged at 21:00:07 due to an open phase on the rear stator. A vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was then logged at 21:00:22, likely during the reported controller exchange. Log file analysis also revealed five (5) low flow alarms logged since (B)(6) 2020. As a result, the reported event was confirmed. Based on the available information and risk documentation, a possible root cause of the reported electrical fault and vad disconnect alarms event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Additional products: con407920, h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 1420-controller, serial# (B)(4). Other relevant device(s) are: product ID: 1420-controller, serial/lot #: (B)(4), ubd: 31-dec-2020. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 10-dec-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken to the emergency department (ed) after electrical fault alarms and ventricular assist device (vad) off alarms. There was no damage noted to the driveline. It was also reported that the power consumption was below normal range, however consistent with patient's historical baseline. The controller was exchanged and alarms resolved. No patient complications have been reported as a result of this event.